Event description:
It was reported that when the patient had the device the "wires moved three times and had done multiple surgeries and adjustments." After three times she had it removed because it stopped working and had a spinal laminectomy and "already had a ton of scar tissue on her spine." The patient could not remember what year she had the stimulator. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead: lot#, serial# unknown, implanted:, explanted:, product type: lead. (B)(4).